Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00176.

Event description:
It was reported that the patient underwent a revision surgery approximately 9 years post implantation due to pain and a fractured tibial component and articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified both tibial and art surface was fractured off on the medial side. Device was submitted for further analysis. Analysis determined that the locking mechanism of the bearing fractured, allowing the bearing to become disassociated from and misaligned with the tibial tray and causing unsupported loads on the bearing, resulting in the condyle fracture. It is unclear whether the post-fracture occurred before or after the locking mechanism or condyle fractures. Additionally, the tibial plate shows fatigue striations throughout the fracture surface, which is consistent with the fatigue mode of failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified that the left total knee arthroplasty with fractured medial tibial component and possible damage to the polyethylene liner of the medial compartment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.